Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The e-probe was visually inspected for damages, and none were noticed. The e-probe was connected to a strykeflow and a water source and was activated to flush water through the e-probe, and no particles were noticed. The probable root causes could be the o-lip seal from the strykeflow the e-probe was connected to was damaged, or abrasion from the moving parts inside the sheath.

Event description:
It was reported that black particles came out of the disposable e-probe j-tip probe packaging. However, it was confirmed that the black particles did not get into the patient. It was also reported that the unit was discarded and that a different unit was used to complete surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that black particles came out of the disposable e-probe j-tip probe packaging. However, it was confirmed that the black particles did not get into the patient. It was also reported that the unit was discarded and that a different unit was used to complete surgery.